Manufacturer narrative:
There was no clarivein device malfunction or failure. On (B)(6) 2017 dr. (B)(6), reported the patient's right lower extremity dvt has completely resolved

Event description:
Dr. (B)(6), performing a procedure using clarivein to infuse 1% asclera / 12 ml to the right gsv, reports the patient developed a clot in the right popliteal and gastrocnemius veins. The device did not malfunction.